Event description:
A dentist complained about a package of our bonding "futurabond nr 200 single dose". The dispensing bays contained no material. During application the dentist realized the lack of adhesive due to the low liquid level, the different mixing behavior and the absence of the yellow shade of the material. For the patient neither short nor long-term consequences arose from this incident. However, it cannot be excluded that other dentists do not realize the lack of adhesive and apply the material as usual. In this case there is no durable bond between filling and tooth substance which may lead to the loss of the filling or a marginal leakage.

Manufacturer narrative:
Recall of all products containing the faulty batch of futurabond nr singledose. None of the affected product was shipped to the u.s.!!